Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 58 x 85 mm abdominal aortic aneurysm. The proximal neck diameter was 18.3 mm with a length of 41 mm. The aortic neck angulation was 80 degrees. The proximal neck had two severe areas of tortuosity; therefore, after the stent graft was deployed the delivery system was unable to be removed by pulling. The delivery system was advanced close to the descending aorta to retract/dock the spindle into the graft cover and then it was removed from the patient. There was a proximal type I endoleak noted. The procedure was completed with implant of another manufacturer¿s stent graft which was deployed from the external iliac artery of the endurant ipsilateral limb. The type ia endoleak remained and the patient will be monitored by the physician. No additional clinical sequelae were reported. The physician commented that there would have been the same result with the endoleak as with any other device that would have been implanted. The use of the endurant led to a small endoleak that would resolve.

Manufacturer narrative:
(B)(4). Evaluation, conclusion: off-label, unapproved or contraindicated use (aortic neck angle > 60 degrees).